Event description:
During a remote follow-up, post-paced t-wave oversensing was observed on the device. Technical services was contacted for the resolution, reprogramming recommendations were provided. No intervention has been completed at this time. The patient remained stable with no consequences and will continue to be monitored.